Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal right coronary artery that was moderately calcified and heavily tortuous and 99% stenosed. Reportedly, the 2.0 x 15 mm trek balloon dilatation catheter (bdc) was advanced to the lesion, but ruptured during the first inflation at 8 atmospheres. A cutting balloon was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The electronic lot history record and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported balloon rupture appears to be related to operational context. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.